Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime. It was also reported that the device had a crack in the reservoir compartment and was unaware how it happened. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm and prime or fill anomaly due to detached end cap. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.